Event description:
It was reported that, "60mm psl cup was handed to nurse then nurse handed to scrub tech. Scrub tech opened inner package appeared to have moved in packaging and some of the ha coating has worn off. Surgeon opted to not use this shell and chose to implant a tritanium shell."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.